Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to dso sensor and the most probable cause for the air bubbles in tubing was unknown, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. G1, email address: (B)(4).

Event description:
It was reported that the device had a no disposable alarm. Air in line was also noted. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.